Event description:
The customer reported that the monitor display went black and that the sys had a communication error message. This error may result in a system lock up, no boot, or shut down situation depending on when the loss of communication occurred. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the fluoro function board. The sys operates as intended.